Event description:
The account reported the bed would not communicate with the nurse call system. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found a broken connector on the universal television j-box power control board assembly. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. The technician replaced the universal television j-box power control board assembly to resolve the issue. Based on this info, no further action is required.